Event description:
It was reported that the patient received an inappropriate therapy. High capture threshold and low sensing were observed. Patient had several episodes of non-sustained vf episodes. All the episodes showed a low level noise on the v-sense channel as well as similar noise on the rv-coil to can channel. The lead did not appear to move significantly via review of the x-ray. The lead was repositioned on (B)(6) 2010. However, the physician decided to explant the lead.

Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.